Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by interface delay in patient data. A technical support specialist verified and confirmed no other findings were available. The system functioned as intended after the technical service specialist verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, experienced an issue where multiple patients were not transferring to multiple stations. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.